Manufacturer narrative:
Correction to the initial MDR in field initial reporter name and address. Additional information was received that the patient had typical infectious symptoms. The physician believed that the infection was not device or procedure related. It was believed that it started somewhere in the patients body and had migrated toward the old device in the back. The patient was placed on antibiotics and was reportedly doing well. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having an infection at his back.

Event description:
A report was received that the patient was having an infection at his back.